Event description:
It was reported that @ 48 minutes of use during a prostate procedure, the fiber cap came loose. Joules used 455,909. The procedure was completed with a second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal glass tip of the fiber was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe char; the metal cap exhibited signs of melting at the output window; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).